Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a dissection occurred. The target lesion was 90% stenosed and located in the left anterior descending artery (lad). The lesion was treated with three passes of the oad at low speed. Following the third pass, the patient presented with st changes and a dissection was noted. A balloon pump was inserted and balloon angioplasty and stent placement were performed to resolve the dissection. During the intervention the patient destabilized twice and chest compressions were performed. The patient was in stable condition following the procedure.